Event description:
Boston scientific crm received information, via a latitude red alert, that this implantable cardioverter defibrillator (ICD) displayed one low shock impedance measurement less than 20 ohms. A health care professional (hcp) contacted technical services (ts) after the alert and indicated that all impedance measurements prior to the low impedance measurement were normal and stable and inquired about possible causes for one out of range measurement. Ts discussed that new shock impedance test uses a much smaller amount of energy which may produce erroneous measurements. Ts recommended waiting 24 hours and see if impedance measurements remain stable. Ts also recommended looking at presenting and stored electrogram's for any signs of noise which necessitate bringing the patient in prior to the next appointment. Additional information was requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.